Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown implanted: (B)(6) 2017 product type screening .(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that there was a device malfunction and that the trial patient did not feel the stimulation. They were also unable to increase the stimulation and got an error noted as "cannot provide desire setting". Troubleshooting included lowering the stimulation to 0.0 and trying to raise it again and taking the batteries out and then putting them back in. These efforts did not resolve the issue. Additional information received on april 10, 2017 from the representative that reported there was an error message because the wires were moving out of the patient¿s body. The patient was instructed not to make any changes and to leave at the setting of 6.7. It was noted that there was improvement with the patient¿s leaking. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.